Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen (300 mcg/ml, 130.2 mcg/day), clonidine (300 mcg/ml, 130.2 mcg/day) and dilaudid (15 mg/ml, 6.5 mg/day) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The patient underwent pump replacement on the morning of (B)(6) 2016 due to regular battery longevity (20ml pump replaced with a 40ml pump). That night, the patient experienced overdose symptoms. The patient was non-responsive and was brought to the hospital. The representative was contacted by the hcp and asked to see the patient in the hospital to turn the pump dose down. The patient's blood pressure went to approximately 50/30. The patient could not catch her breathe while in the emergency room (ER) and thought she was going to die. It was noted the patient "went through hell" in the intensive care unit (ICU). The pump dose was reduced on the morning of (B)(6) 2016, per the physician's instruction. At that time the patient was receiving compounded baclofen (300 mcg/ml, 20 mcg/day), clonidine (300 mcg/ml, 20 mcg/day), and dilaudid (15 mg/ml, 1 mg/day). The pump was reportedly turned down so low the patient went through horrible withdrawal . The issue was resolved as of (B)(6) 2016. The cause of the overdose was not determined. Patient status at the time of the report was alive with no injury. No surgical intervention occurred or was planned. The patient still experienced headaches ("head splitting open"), nausea, diarrhea, vomiting, high blood pressure (as high as 184/95), and stomach issues (as of (B)(6) 2016). The patient was seen for a dose increase (1%). The patient was upset about being overdosed. The patient was referred to a different hcp. The pump was "basically turned off" and the patient continued to have issues. It was believed that the overdose and withdrawal symptoms had resolved; was not confirmed with the physician. The patient was feeling better, but still having headaches from time to time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported after the withdrawal the patient had an onset of lymphedema. The lymphedema was in the patient lower extremities. The patient's legs were at least double in size, maybe more, and they turned red and the skin sloughed off. The patient stated she has recurring wounds on her legs, which require bandage changes 3 times/week. The patient reported she has been hospitalized 4 times due to complications of the lymphedema. The patient reported that they had breakthrough pain and wanted a personal therapy manager (ptm) to use for this. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.